Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 246 mg/dl. It also reported that display did not returned after insertion of new battery. It also reported that the battery compartment was neither damaged nor corroded. The customer was advised that the pump will need to be replaced. The customer will not return insulin pump for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.